Manufacturer narrative:
During the investigation of this event, it was determined reports 2124215-2023-25075 (bsc reference 16579688) and 2124215-2023-37113 (bsc reference (B)(4) were filed in duplicate. Any further updates and additional information will be filed in supplement to report number 2124215-2023-37113 (bsc reference (B)(4).

Event description:
It was reported that, initially the device was partially inflated after surgery. About a week after the implant surgery, the device had deflated without activating the deflate mechanism. Two weeks after the implant surgery of this inflatable penile prosthesis (ipp), the patient stated that the bulb was remaining flat after a few pumps. He detailed that he attempted troubleshooting techniques, which resolved the issue, but only temporally. One week later, the patient went to the clinic and the physician confirmed that the bulb was staying flat. A CT showed an empty reservoir. A surgical procedure was later performed to replace the device. Upon explant, a hole was found in the cylinder. The physician suspected it was a result of injections. The original reservoir was drained, retained and a new reservoir was implanted. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that, initially the device was partially inflated after surgery. About a week after the implant surgery, the device had deflated without activating the deflate mechanism. Two weeks after the implant surgery of this inflatable penile prosthesis (ipp), the patient stated that the bulb was remaining flat after a few pumps. He detailed that he attempted troubleshooting techniques, which resolved the issue, but only temporally. One week later, the patient went to the clinic and the physician confirmed that the bulb was staying flat. A CT showed an empty reservoir. A surgical procedure was later performed to replace the device. Upon explant, a hole was found in the cylinder. The physician suspected it was a result of injections. The original reservoir was drained, retained and a new reservoir was implanted. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
During the investigation of this event, it was determined reports 2124215-2023-25075 (bsc reference (B)(4) ) and 2124215-2023-37113 (bsc reference (B)(4)) were filed in duplicate. Any further updates and additional information will be filed in supplement to report number 2124215-2023-37113 (bsc reference (B)(4)).

Manufacturer narrative:
During the investigation of this event, it was determined reports 2124215-2023-25075 (bsc reference (B)(4)) and 2124215-2023-37113 (bsc reference (B)(4)) were filed in duplicate. Any further updates and additional information will be filed in supplement to report number 2124215-2023-37113 (bsc reference (B)(4)).

Event description:
It was reported that, initially the device was partially inflated after surgery. About a week after the implant surgery, the device had deflated without activating the deflate mechanism. Two weeks after the implant surgery of this inflatable penile prosthesis (ipp), the patient stated that the bulb was remaining flat after a few pumps. He detailed that he attempted troubleshooting techniques, which resolved the issue, but only temporally. One week later, the patient went to the clinic and the physician confirmed that the bulb was staying flat. A CT showed an empty reservoir. A surgical procedure was later performed to replace the device. Upon explant, a hole was found in the cylinder. The physician suspected it was a result of injections. The original reservoir was drained, retained and a new reservoir was implanted. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
During the investigation of this event, it was determined reports 2124215-2023-25075 (bsc reference (B)(4)) and 2124215-2023-37113 (bsc reference (B)(4)) were filed in duplicate. Any further updates and additional information will be filed in supplement to report number 2124215-2023-37113 (bsc reference (B)(4)).

Event description:
It was reported that, two weeks after the implant surgery of this inflatable penile prosthesis (ipp), the patient stated that the bulb was remaining flat after a few pumps. He detailed that he attempted troubleshooting techniques, which resolved the issue, but only temporally. One week later, the patient went to the clinic and the physician confirmed that the bulb was staying flat. A surgical procedure was later performed to replace the device. Upon explant, a hole was found in the cylinder. The physician suspected it was a result of injections. The original reservoir was drained, retained and a new reservoir was implanted. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the patient indicated it did not work. Upon explant, a hole was found in the cylinder. The physician suspected it was a result of injections. The original reservoir was drained, retained and a new reservoir was implanted. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
During the investigation of this event, it was determined reports 2124215-2023-25075 (bsc reference (B)(4)) and 2124215-2023-37113 (bsc reference (B)(4)) were filed in duplicate. Any further updates and additional information will be filed in supplement to report number 2124215-2023-37113 (bsc reference (B)(4)).

Event description:
It was reported that, initially the device was partially inflated after surgery. About a week after the implant surgery, the device had deflated without activating the deflate mechanism. Two weeks after the implant surgery of this inflatable penile prosthesis (ipp), the patient stated that the bulb was remaining flat after a few pumps. He detailed that he attempted troubleshooting techniques, which resolved the issue, but only temporally. One week later, the patient went to the clinic and the physician confirmed that the bulb was staying flat. A CT showed an empty reservoir. A surgical procedure was later performed to replace the device. Upon explant, a hole was found in the cylinder. The physician suspected it was a result of injections. The original reservoir was drained, retained and a new reservoir was implanted. A new inflatable penile prosthesis was implanted. No patient complications were reported. One week after the implant procedure, the patient noted a loss of fluid from the device.